Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported "recurrent seromas" and also noted the inner silicone gel touched the patient. Healthcare provider noted that for the seroma "we have drained it and prescribed treatment". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. - capsular contracture: unable to observe. - seroma-late: unable to observe. As per the investigation procedure, wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "recurrent seromas" and also noted the inner silicone gel touched the patient. Healthcare provider noted that for the seroma "we have drained it and prescribed treatment". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported "recurrent seromas" and also noted the inner silicone gel touched the patient. Healthcare provider noted that for the seroma "we have drained it and prescribed treatment". Healthcare provider also stated "the device on the right side is broken." Healthcare provider additionally reported capsular contracture baker grade iii. This record is for the right side. The device has been explanted.